Event description:
It was reported that a patient underwent an obturator sling procedure and tubal ligation in 2008. Post-operatively, the patient experienced pain at the inferior surface of the left thigh which then radiated to the knee. The patient was hospitalized and received intravenous morphine and pain medications. Voiding trial failed and the patient was re-catheterized and discharged on post-operative day three with prophylactic cipro and celebrex for leg pain. Seven days after the surgery, the surgeon removed the catheter and the patient was still unable to void. The patient began intermittent self-catheterizations at home. The surgeon attributes the leg pain and voiding difficulty to temporary post-operative tissue inflammation and possible intra-operative tissue damage. The patient was continued on celebrex.

Manufacturer narrative:
Pain occurred - urinary retention occurred - conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.